Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with injection vancomycin (500mg every 72 hrs., intraperitoneal, ongoing), injection ceftazidime (1gm once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.